Event description:
A revision surgery took place where a tornier simpliciti hemi-implant was replaced with a perform humeral in-lay reverse implant. The original implants removed were a tornier simpliciti size 3 nucleus and a simpliciti anatomic head, with an unknown date of initial implantation. The reason for the revision surgery was not specified.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and based on x-rays provided a formal medical opinion was sought and following is concluded: ¿looking at the x-rays there as several possible reasons for the revision indication. Without clinical information it is difficult to assess the status of the complete rc, but progression of rc degeneration is a possible indication. Another reason could be erosion of the native glenoid. There is some erosion in this case, albeit clinical information is needed to assess whether this is clinically relevant.¿ the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
A revision surgery took place where a tornier simpliciti hemi-implant was replaced with a perform humeral in-lay reverse implant. The original implants removed were a tornier simpliciti size 3 nucleus and a simpliciti anatomic head, with an unknown date of initial implantation. The reason for the revision surgery was not specified.